Event description:
I used renu with moistureloc contact lens saline solution for about 4 months. I went to the emergency department because of intense pain and light sensitivity in my left eye. I was diagnosed with a corneal ulcer and treated with pain medication and antibiotics. I was referred to an opthalmologist the next day as well as consecutive days after that in order to bring the eye infection under control. I was told by dr., that if I didn't quickly get the infection under control, I would go blind. As a result, my vision has been impaired and I still suffer from light sensitivity. I also began to show symptoms in my right eye, and have now been told I need surgery on my right eye. Frequency: daily. Dates of use: 4 months. Diagnosis or reason for use: to clean contact lenses. Event abated after use stopped or dose reducted? No.